Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
On 22/apr/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional hernia¿ surgery and was implanted with strattice device on (B)(6) 2015. The patient underwent an ¿explantation of old mesh recurrent, right flank recurrent incisional hernia repair, implantation of an underlay synthetic mesh¿ on (B)(6) 2016. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿suffers from abdominal pressure/discomfort and cramping.¿ patient ¿has lifting restrictions and had to adjust [their] physical activities.¿ patient ¿has difficulty bending, sitting for long periods of time, kayaking and skiing.¿ patient ¿wore an uncomfortable abdominal brace.¿ patient¿s ¿stomach is scarred and disfigured causing [them] embarrassment.¿ patient ¿is fearful [they] will suffer another hernia in the future.¿ patient ¿experiences anxiety and depression.¿ the form lists the conditions that were treated were ¿recurrent ventral hernia repair, right lower quadrant current small bowel repair, small bowel resection, 4 x 6 defect, 4 x 6 strattice mesh placement¿ on or about on (B)(6) 2015. The patient also underwent ¿explantation of old mesh recurrent, right flank recurrent incisional hernia repair, implantation of an underlay synthetic mesh (ventralight echo) CT scan: recurrent right lower quadrant hernia¿ with approximate date of treatment on (B)(6) 2016. Patient received ¿recurrent hernia repair¿ between 2021 and 2022. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿ultrapro (ethicon)¿ on (B)(6) 2011. The form indicates that this device was revised on (B)(6) 2012 due to ¿repair of right lower quadrant recurrent incisional hernia with proceed mesh.¿ the patient was implanted with another non-abbvie device, ¿proceed (ethicon),¿ on (B)(6) 2012. The form indicates that this device was revised on (B)(6) 2013 due to ¿repair of incisional right lower quadrant hernia with extensive lysis of adhesions, placement of underlay mesh 4 x 2 cm, primary repair of small umbilical hernia, recurrent.¿ the patient was implanted with a third non-abbvie device, ¿physiomesh,¿ on (B)(6) 2013. The form indicates that this device was revised on (B)(6) 2014 due to ¿repair of recurrent umbilical hernia, placement of <25 sq cm mesh underlay.¿ the patient was implanted with a fourth non-abbvie device, ¿gor-tex,¿ on (B)(6) 2014. The form indicates that this device has not been removed or revised. The patient was implanted with a fifth non-abbvie device, ¿ventralight echo mesh,¿ on (B)(6) 2016. The form indicates that this device has not been removed or revised.

Manufacturer narrative:
Additional and/or corrected data: a2, b3, b5, b6, d1, d4, d6b, h4, h6. A review of the device history record for strattice lot sp100251 has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.